Event description:
A field technician of a dealer reported that the mechanical structure of a preva intra-oral x-ray unit separated from the wall at dr. (B)(6) dental office. The doctor mentioned that the machine struck an employee, but he declined to disclose the employee's name and whether the employee was injured.